Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 480mg/dl. Customer suspected that the cause of the high bg was the pump not delivering insulin, as no insulin was seen coming from cartridge or infusion set tubing. Reportedly, customer attempted to deliver a correction bolus and performed a cartridge and infusion set change multiple times to address the issue. Reportedly, customer was using an off-label insulin. Customer reverted to manual injections to resume insulin therapy as issue did not get resolved.

Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a blockage within the pump supplies and no insulin was seen coming from the cartridge tubing. Customer's blood glucose (bg) level was 480 mg/dl. Reportedly customer is using off-label insulin. Customer is relying on manual injections for insulin therapy.